Manufacturer narrative:
Due to character limitation in e1, the full event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was unable to turn on. There was no patient involvement.

Manufacturer narrative:
Corrected fields - d5, e4, g2 updated fields - b4, b5, e1 (initial reporter and event site email), e2, e3, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11 a getinge field service engineer (fse) visited the site and specific fault is that the device cannot be turned on normally. After replacing the compressor, the device is normal. All functional and safety checks that meet factory specifications have been performed. Device delivered to the customer for use.

Event description:
It was reported by the getinge fse that cardiosave intra-aortic balloon pump (iabp) was unable to turn on before use. There was no patient involvement.